Event description:
During use for cardiopulmonary bypass, the roller pump rotation was described as "jerky". The user was able to compensate and the procedure was completed successfully. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.